Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2021 during a telehealth visit, the patient reported worsening radicular pain starting 6 to 8 weeks earlier. On (B)(6) 2021 the patient reported intractable pain not relieved with ptm activations. On (B)(6) 2021 the patient reported worsening pain, nausea, dry heaving, and fluctuating blood pressure. A catheter access port dye study revealed a catheter kink. The it rate was increased and the patient will be scheduled for a catheter revision. The outcome was noted as ongoing. The device diagnosis was catheter kink and the clinical diagnosis was it opioid withdrawal. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021. No further complications were reported/anticipated.

Event description:
Additional information received from a manufacturer representative (rep) reported the anchor and connector that were removed were not available to be returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via company representative (rep) reported that patient developed increased pain in january 2021. In may, the patient had a dye study that was not normal according to hcp notes. There factors that may have led or contributed to the issue was unknown. On 2021-sep-15, the patient was having a catheter revision to correct the problem with her catheter. The hcp found a kink at the anchor site and removed the anchor and catheter connector. A 8785 revision kit was opened for a new anchor and connector. Once the anchor was in place, the hcp was attempting to connect the new catheter connector when the end of the connector fell off. A second 8785 revision kit was opened for another connector. The existing catheter was spliced with connector. The issue was resolved at the time of report. Of note, the patient was receiving morphine (4 mg/ml at 1.3 mg/day) and bupivacaine (30 mg/ml at 10.4 mg/day). The patient's medical history included chronic pain. The patient's status at the time of report was alive - no injury.